Event description:
It was reported by the patient that the right atrial lead is "broken" and "it might be fractured." The patient stated that the physician "does not want to go in to surgery to correct the lead" and it will be "monitored because it was the atrial lead." It was later reported that the lead impedance trend shows one low impedance measurement and atrial high rate (ahr) episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that the right atrial lead is "broken" and "it might be fractured." The patient stated that the physician "does not want to go in to surgery to correct the lead" and it will be "monitored because it was the atrial lead." The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. On 20may2011, atrial pacing impedance measured less than 24 ohms. Impedance continue to be variable. Analysis of the device memory indicated atrial oversensing. Since 24may2011, a total of 5562 short circuit paces and 1938 non-physiological senses with 7348 successful paces occurred. There was possible atrial oversensing in save to disk electrograms.

Event description:
It was further reported that the ra lead had oversensing noise. The physician elected to leave the lead in use until it was removed due to a fracture, approximately five years later. The lead was not replaced.

Manufacturer narrative:
Product event summary : the partial lead was returned in segments and analyzed; analysis revealed a breach due to a depression on the outer insulation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.